Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4). Analysis of the desktop charger (37761) found that it had a broken connector pin.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was broken and that they were feeling pain in their back. A new desktop charger was sent to the patient who later called back to inquire how to turn stim on and make the 'lightning bolt appear' on the ins recharger (insr). The patient was walked through how to turn stim on with the patient programmer and the insr because the patient was not seeing the 'lightning bolt.' The patient began a recharging session and stated that they had poor coupling, but repositioning the antenna resolved the issue. The patient noted that they were 'all set now.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.